Event description:
Event description guidant received information that this lead was found to an increased threshold measurement of over 5.0v and the r wave amplitude decreased to 3.0 mv. X-ray revevealed that the lead was stretched, and did not have enough slack and was dislodged. The lead was repositioned and is now working properly.